Event description:
Same case as MFR report #: 2134265-2010-03000. It was reported that during a rotational atherectomy procedure, a perforation and subsequent death occurred. The lesion was located in the right coronary artery (rca). The patient was "very sick". The physician advanced the rotawire in the vessel however he went into a false lumen. The 1.5mm rotablator rotalink plus was advanced on the wire and ablation was performed without difficulties. However, a perforation of the artery occurred. This led to tamponade and emergent open heart surgery in the cath lab, and death.

Manufacturer narrative:
(B) (6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)